Manufacturer narrative:
Belmont medical technologies have requested that the rapid infuser, ri-2 involved in the incident be returned for investigation. It appears that an incident may have occurred, however at this time it does not appear to be attributable to the device. As of the date of this report, the ri-2 has not been returned to belmont for investigation. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates there have been no other reports of this nature. The user indicated there was no patient injury and believes that the issue may be attributed to the hospital's monitor system. On december 17, 2020, the trauma program manager confirmed that the device will be returned to belmont for investigation. Belmont will evaluate the unit and submit a follow-up report when the investigation results become available.

Event description:
Belmont's sales representative received a complaint involving a belmont rapid infuser, ri-2 from the user facility and reported the following: "trauma program manager informed me that the user (unknown at this time) had attached the blood products to the tubing after a normal prime and the machine showed a flow rate and an actual rate of fluids being delivered yet the units were not delivering into the patient. The user then stopped the system and used a pressure bag to deliver the products to the patient. No alarms occurred." The sales representative subsequently reported the following: "the trauma program manager believes that the user may have accidentally hit the recirc button instead of the 500ml/min button."